Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the battery was observed to be depleting rapidly, and an unspecified malfunction occurred. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.